Manufacturer narrative:
The event result did not damage to a body structure, but was life threatening. The patient who was in a fib, suddenly dropped her blood pressure, and the ventricular response dropped to a rate around 30 bpm. Dopamine was given twice, and chest compressions were given. The event required hospitalization and the outcome of the adverse event was fully recovered. The prognosis for the patient was satisfactory. Procedure terminated, patient sent to ccu for observation, and discharged and the patient status is satisfactory. The facility did not provide further information regarding the patient or the procedure. If the single use products are returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. The concomitant devices: stockert 70 rf generator, us catalog #: s7001, (B)(4); carto 3 system, us catalog #: m480001, (B)(4); coolflow irrigation pump, us catalog #: cfp002, (B)(4); lasso 2515 nav variable catheter, us catalog #: ln222515ct, lot # 15143116. (B)(4).

Event description:
It was reported that while performing an ablation the navistar moved posterior in the left atrium. This was followed by a reduction in the ventricular rate in the patient's atrial fib rhythm from the mid 70's to low 40's. The patient's blood pressure also dropped. Medical intervention and chest compressions were performed. The patient's blood pressure was stabilized and the ventricular rate increased as well. Transthoracic echo did not show any effusion. The patient's coronary arteries were being examined at the time of the call. The patient will be admitted to the hospital for observation. The physician stated they did not believe a biosense product was at fault. The caller also reports that several diagnostic catheters and an ultrasound catheter that were resterilized by ascent were also in use.